Manufacturer narrative:
E1initial reporter facility name: (B)(6) hospital. Device evaluated by manufacturer: the device was returned for analysis. Visual inspection revealed the imaging window were found twisted and kinked. Microscopic inspection revealed the imaging window was twisted. The media analysis revealed does not shows evidence of the reported issue.

Event description:
Reportable based on device analysis completed on 13aug2025. It was reported that visualization issues occurred. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery with 28 mm in length and 2.75 mm vessel diameter. An opticross hd imaging catheter was selected for use in the ultrasound examination. During the procedure, the catheter could not show the image during the procedure. The procedure was completed with another of the same device. There was no patient complications reported, and the patient was stable. However, returned device analysis revealed that the imaging window was twisted.